Event description:
Per the audiologist, the pt reported recurrent skin overgrowth since being implanted in 2007. The pt underwent skin reduction revision surgery performed by a plastic surgeon in 2008. Two months later, the pt reported the skin was again growing over the abutment. The audiologist recommended a consultation with the surgeon about a longer abutment or surgery options. No further info had been provided at the time of this report, filed 11/03/08.